Manufacturer narrative:
This incident is being recorded as an initial/final under (B)(4). G2: foreign - event occurred in united kingdom. Complaint can be confirmed through the returned product analysis. The ratchet was found to fail testing. Review of the most recent repair record determined the unit was found to have a damaged comb and bottom roll and passed the sample mesh graft. The ratchet was found to fail testing. The comb, bottom roll, ratchet gear, screw, and viler ss ball detens were replaced and resolved the reported issue. The root cause of the reported issue is attributed to a design issue. The reported event is confirmed. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device, sent in for preventive maintenance, and was found to have a fault at a repair center. The unit inspection during investigation identified a damaged comb. There was no patient involvement. Diligence is complete.